Manufacturer narrative:
The device was received and a full evaluation could not be completed. The reported problem is "low delivery volume". The reported problem was not evaluated for because the evaluator identified damage on the six pin connector of the rear case and it was determined the device could not be sent for flow testing. No cause was identified, but the device required pressure plate travel verification and flow rate calibration during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower volume than programmed (under infusion). There was no patient involvement. No additional information is available.